Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low reservoir alarm noted during testing. Unit had stripped battery cap coin slot, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with off no power alarm. The blood glucose was 166 mg/dl at the time of the incident. Customer stated that, they did not receive a low battery alert prior to the off no power alert. Customer stated that, there were unattended alarms. Customer advised to monitor the insulin pump and call back if issue recurs and revert to back up plan as needed. The insulin pump will be returned for analysis.